Manufacturer narrative:
This case has been received and deemed a serious malfunction. Although the report stated that no harm came to this pt, a leak in tracheostomy cuff could jeopardize the pt's oxygenation status, especially during a surgical procedure. If a pt is unable to maintain oxygenation, hemostasis could become destabilized causing deterioration of the pts condition. Reported to the FDA of (B)(4) 2013. FDA registration number. Reporting site (specification developer): (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation (B)(4)). Complaint received as follows: customer complaint no: (B)(4). Description of complaint: leakage at the inner pipeline arounding wings. It takes more time to finish operation. Pts did not require compensation. And there is no harm to pt.